Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: aug 2, 2021 section d9: returned to manufacturer: yes device evaluation: visual inspection using magnification was performed to the returned sample which the plunger and pushrod was observed in advanced position and in good condition. Residues of viscoelastic material were observed on cartridge. No damaged was observed to the cartridge. The lens returned cut in two pieces. Some marks and scratches were observed in the front, in the backside of the lens and inside the lens (where the lens was cut) related to the handling and cut made on lens. The complaint issue reported as cosmetic was verified, however the scratch at the optic reported by the customer could not be identified. Due to the conditions of the lens returned it could not be determined that the defect reported is related to manufacturing or surgical process. The dfu (directions for use) also indicated: open the peel pouch and remove the delivery system in the tray. Place the tray on the sterile environment. Do not use the device if the pouch is damaged or the seal is broken. If the device is defective in any way, use another tecnis simplicity¿ delivery system. Manufacturing record review: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a scratch was found at the center of the optic of an intraocular lens (iol) when the iol was inserted during the operation. The lens was cut to be removed and the procedure was completed successfully with another dcb lens with the same diopter. There was no postoperative visual acuity problem and no patient injury reported after the lens replacement. No further information was provided.